Event description:
Noted ra impedances low, appears to be known issue, dating back to 2019. Lead already programmed unipolar pace and sense. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).